Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was sent to the customer site. The fse replaced the integrated multisensor technology (imt) probe, reagent 1 probe and sample 1 probe. The probes were aligned and quality controls were run. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant calcium (ca) result was generated by the dimension vista 1500 system. The system performed an automatic retest of the sample and yielded a result within expectations. The discordant result was not released from the laboratory. The customer retested the sample on another system. The retest result was released from the laboratory. There were no reports of adverse health consequences or known patient intervention due to the discordant calcium result.